Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture threshold was observed on the rv lead during in clinic follow-up visit. Patient was asymptomatic. Lead was explanted and replaced. Patient¿s condition was stable.